Manufacturer narrative:
Device failure suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was initially reported by the physician that they could not interrogate pt's device. Troubleshooting steps were performed, but it did not resolve the issue. New wand was sent to the site and old wand was returned to manufacturer for product analysis. Wand is currently undergoing analysis.